Manufacturer narrative:
Gtin/UDI number for item 8100adxen917, sn (B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that at 2013 a primary infusion of bumex 12.5 mg/100ml ns was programmed to infuse at 16 ml/hr (dose 2 mg/hr). At 2235, the device was alarming and the user noticed that the bag was emptied and there was blood in the IV tubing. The IV was discontinued and a basic metabolic panel was drawn. The infusion was held and restarted the next day. The pumps were taken out of service and sent to biomed. Preventive maintenance was completed and the device passed all testing. The patient was not harmed.

Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was neither confirmed nor replicated. The pcu event log shows that at 8:03 am on (B)(6) 2017 the device was programmed for a basic infusion at 16ml/hr with a vtbi of 100ml. At 2:00 pm, the device was paused, the door was opened, and the device alarmed for flo stop open for 1 second. The user then changed the vtbi to 60ml. At 5:55 pm, the primary infusion completed and the device transitioned to the kvo rate of 10ml/hr. At 6:04 pm, the vtbi was changed to 15ml. At 7:01 pm, the primary infusion completed and the device transitioned to kvo. The vtbi was changed to 15ml. At 7:58 pm, the primary infusion completed and the device transitioned to kvo. At 8:08 pm, the device was paused, then alarmed for flo stop open for 6 seconds. The door was closed, the vtbi was changed to 80ml, and the infusion was started. At 8:28 pm, the device alarmed for fluid side occlusion and the infusion was not restarted until 8:36 pm. At 8:50 pm, the device alarmed for fluid side occlusion and the infusion was restarted at 8:52 pm. At 10:27 pm, the device was paused. At 10:51 pm, the device was channeled off and the system was shutdown and powered off. The volume recorded as being infused during this period was 221.987ml. The starting/ending volumes of the fluid container cannot be determined through device logs. Functional testing found the pump module delivering fluid within specification. The disposable set was not returned for investigation. The root cause of the reported overinfusion was not identified.